Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The medical records indicate the patient experienced adhesions, erosion and pain. Adhesions is listed as a known possible adverse reaction in the instructions-for-use. With the current information available no conclusion can be made. A manufacturing review was performed and found no evidence of a manufacturing related cause for the reported event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2013 the patient was diagnosed with stress urinary incontinence. The patient underwent cystocele repair with implant of a davol flat mesh, pubovaginal sling with autologous rectus fascia and cystoscopy. On (B)(6) 2015 - the patient was diagnosed with chronic pelvic pain, failing medical management, erosion of the anterior vaginal wall mesh (flat mesh) into the vagina. The patient underwent a two part procedure which included ureteral catheter placement, total abdominal hysterectomy, bilateral salpingo-oophorectomy, lysis of severe dense adhesions, excision of the anterior vaginal wall mesh and repair of the anterior wall defect.